Event description:
The company representative on behalf of the customer reported to olympus that the evis lucera colonovideoscope had bad angulation. There were no reports of patient harm. The device was returned to olympus and evaluated. Upon inspection and testing, a foreign object was discovered in the device nozzle. This medical device report (MDR) is being submitted to capture the reportable malfunction found on evaluation.

Manufacturer narrative:
An evaluation of the returned device confirmed the customer allegation. A worn angle wire caused the bending angle in the up direction and the play of the up/down knob to be less than standard value. There were few additional findings. The adhesive on the bending section had a chip. The light guide lens had a crack. The plastic distal end cover had a chip on the adhesive. A streak appeared on the monitor, caused by peeling around the objective lens. The forceps channel port was shaved. The scope connector cover unit had a scratch. The scope cover plate was detached. Paint on the scope cylinder was peeled. Scratches were discovered on the forceps elevator lever and forceps elevator knob, the up/down knob, the flexibility adjustment ring, the image guide protector, the switch box, the scope cover and scope connector, the universal cord, the grip, the control unit, and the plastic distal end cover. The indication on the scope connector was peeled. The electrical connector has discoloration due to water leakage. Three good faith efforts were made to obtain additional information regarding the device reprocessing; however, no response received from customer. The investigation is ongoing; therefore, a root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. The event can be detected/prevented by following the instructions for use which state: ¿¿chapter 3 preparation and inspection, 3.2 inspection of the endoscope, and 3.6 inspection of the endoscopic system¿ describes the following warning. 9. Inspect the air / water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. 1. Keep the air/water valve's hole covered with your finger and depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens.¿ olympus will continue to monitor field performance for this device.